Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision, it was reported that the patient had a previous revision due to osteolysis and deterioration.